Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had a bad fall on (B)(6)in which they knocked 3 teeth out. The patient stated that they could not feel stimulation after the fall and did not have the same relief of symptoms. The patient noted that they spoke with a manufacturer representative (rep) who referred the patient to patient services and had told the patient that they could meet the patient at the hcp office if needed. The patient stated that they had tried turning stimulation up from 6.4 to 8 prior to the call but did not feel it. The patient synced with the implant using their patient programmer (pp) and noted that stimulation was on. The patient was advised to follow up with a healthcare professional (hcp) to check the implant and discuss programming. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported after changing programs on the patient's remote on (B)(6) 2017 they were feeling stimulation at a level of 2.4v. The issue was reportedly resolved.